Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for evaluation. A batch ship history was performed on recent batches shipped to this customer. Review of the manufacturing records for the batches identified in the ship history confirmed that the devices produced in these batches met all applicable specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID # 2134265-2017-07723 and user medwatch (B)(4). It was reported that partial stent deployment occurred. A 5 x 200 x 130 innova¿ stent was selected for a procedure. During the procedure, while inside the patient, the physician attempted to deploy the stent and it would not fully deploy. The stent was removed in its entirety. There was no harm to the patient.